Event description:
The vc reviewed the records from 21nov2019. Abb had a coag negative (neg) staphylococcus (staph) infection at the driveline exit site (dles) and was treated with a long course of doxycycline which was completed prior to this clinic visit. Seen by infectious disease (ID) that day and advised that should monitor closely off antibiotics. Patient was counseled regarding vigilance around dressing changes. Patient followed up in clinic one month later and remained symptom free off the antibiotics.

Manufacturer narrative:
Section b5: additional info. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log files were sent for review. The patient presented to clinic with driveline infection. There were no unusual events recorded in the log file event history. The mcs equipment was operating as intended.